Event description:
Healthcare professional reported right side "blob jelly like substance in the middle". Healthcare professional reported "bubble, opening where gel coming out," and rupture." Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture, gel leak.

Event description:
Healthcare professional reported right side "blob jelly like substance in the middle". Healthcare professional reported "bubble, opening where gel coming out," and rupture." Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed opening device assessed as surgical damage. Gel bleed: not observed. Deformation: not observed. Bubbles: not observed. As per the investigation procedure crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported right side "blob jelly like substance in the middle". Healthcare professional reported "bubble, opening where gel coming out," and rupture." Device has been explanted.